Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Medical records review: the patient with hemorrhagic stroke and lower extremity deep vein thrombosis had a vena cava filter deployed in an infrarenal position at the l2-l3 level. Approximately eight months post filter deployment, multiple attempts with snares, catheters and retrieval cones failed to capture the filter. The decision was made to leave the filter in place. A final cavagram demonstrated the filter to be in good position. There was no sign of caval injury or thrombus. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Based on the medical records, the investigation is confirmed for retrieval difficulties. However, the investigation is inconclusive for tilted filter as it is unknown whether the filter became tilted post retrieval attempts. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: movement, migration or tilt of the filter are known complications of vena cava filters. Filter tilt. Filter malposition. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and embedded in the wall of the ivc. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and embedded in the wall of the inferior vena cava. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately seven months and four days post deployment, removal of filter was attempted. Multiple attempts and snare combinations with catheters including a 7 french vertebral snare sheath was used to attempt to engage the hook. Two retrieval cones were used and failed to capture the hook/nose of the filter. Around seven years and nine months later, computed tomography showed the filter was tilted anteriorly abutting the anterior wall of the inferior vena cava. The anchors penetrated through the wall of the inferior vena cava with the left lateral anchors extending to the right lateral wall of the aorta. Therefore, the investigation is confirmed for filter tilt, perforation of inferior vena cava and retrieval difficulties. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.